Manufacturer narrative:
A2) patient date of birth - not available from facility. A4) patient weight - not available from facility. B7) other relevant history - not available from facility. H3) the lld ez was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and right ventricular (rv) lead due to non-function. A spectranetics lld ez lead locking device (lld ez) was inserted into the rv lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath on the rv lead, progress stalled, so switched to a spectranetics 13f tightrail rotating dilator sheath. While pulling traction with the lld ez, the rv lead freed and was removed. However, the patient's blood pressure dropped, and rescue efforts began, including bypass and sternotomy. An rv perforation was discovered and repaired, and the decision was made to abandon the extraction of the ra lead. The ra lead was cut/capped and remained in the patient. The patient survived the procedure. This report captures the lld ez device providing traction to the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.